Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were explanted. No device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an explant procedure.